Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.00 x 24 mm synergy? Xd drug-eluting stent was advanced for treatment. After the attempt to cross the lesion, during which significant force was applied, the stent delivery system was removed because the lesion could not be crossed. Upon removal, the shaft of the stent delivery system fractured and detached from the distal three-fourths of the sds. The device was completely removed and no fragments remained inside the patient. The procedure was completed with an alternate synergy device. No patient complications were reported.